Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for routine follow-up, multiple noise episodes on ventricular channel were observed. The event occurred at the same time each day. The noise episodes were not reproducible in clinic. The patient was stable and will continue to be monitored.